Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer misinterpreted an incomplete bolus alert. The customer's blood glucose was 53 mg/dl. Customer ate food to address low blood glucose.